Event description:
We obtained a 6f arrow balloon catheter. I flushed the catheter and then inflated the balloon under saline to check for patency. The balloon inflated but slowly began to deflate evident by the air bubbles in the saline bowl and the balloon deflating.